Event description:
Legal counsel for patient reported that patient underwent an initial total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports patient was revised on (B)(6) 2013 due to unknown reasons. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and competitor cup and liner. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Initial reporter - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.